Manufacturer narrative:
Zoll medical corporation evaluated the device. The reported malfunction was not duplicated or confirmed. The device was subjected to extensive testing which included bench handling, power cycling, passed on/off current testing and full functionality testing with the returned non zoll batteries without any discrepancies. The non zoll batteries were scrapped. The customer was sent a new set of batteries. Customer was also advised to use zoll recommended batteries. The device was recertified and returned to the customer. The review of device logs did not find any evidence to support the reported problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device did not recognize the batteries were installed. Complainant did not indicate that there was any patient involvement in the reported malfunction.